Manufacturer narrative:
G4: PMA/510(k)#: exempt. H3: device evaluated by mfg, other (code unspecified, describe in h10) (81) product has been returned but it still under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the ngage nitinol stone extractor was disassembled for the first time during the soft ureteral lithotripsy stone removal, renal pelvis procedure; it was found that the front end of the basket was broken, and the operation could not be performed. The user discontinued its use. A new stone removal basket was replaced to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation description of event: as reported, when the ngage nitinol stone extractor was disassembled for the first time during the soft ureteral lithotripsy stone removal, renal pelvis procedure; it was found that the front end of the basket was broken, and the operation could not be performed. The user discontinued its use. A new stone removal basket was replaced to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, and a visual inspection, of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The shrink tube and glue that secures the basket to the basket sheath had not held the two components together. The basket assembly is manufactured by a supplier. Supplier has been informed to investigate the issue. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaints with the same lot number shows 2 complaints are related to the current failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.